Manufacturer narrative:
All available information indicates that the lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during implant procedure while implanting this left ventricular lead a small perforation/dissection occurred. A post procedure echocardiogram showed no perfusions or tamponade. The patient status remained stable throughout.